Manufacturer narrative:
Date of event is unknown. Date of explant is unknown. Further information was requested but not yet received.

Event description:
It was reported that the patient developed an infection at the occipital lead sites. As a result, surgical intervention was undertaken on an unknown date where leads were removed to address the issue.